Manufacturer narrative:
No damages were observed to the device that would cause the cannula to dislodge. The cause of this event could not be determined. No damages were observed to the device that would cause a failure to adhere. The cause of this event could not be determined. An 0x33 alarm was observed in the data. No timeouts nor drive stalls were observed in the data. The device was reset and rerun. No alarms, timeouts, nor drive stalls were observed in the rerun data.

Manufacturer narrative:
D4 - lot no changed from l46071 to l46072. D4 - expiration date changed from 6/9/2022 to 6/11/2022. D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4). H4 - device mfg date changed from 12/9/2020 to 12/11/2020.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 440 mg/dl, while wearing the pod between 36 and 48 hours on the back. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.